Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they received an erroneous estradiol result for one patient sample. The initial result from an aliquot tube was < 5 pg/ml with a data flag. The sample was repeated for verification and generated a result of <5 pg/ml with a data flag. This result was reported. The doctor questioned the result as he was expecting a "surge" in the result. The sample in the primary tube was repeated and the result was 873.5 pg/ml. The aliquot was also repeated and gave a result of 905.6 pg/ml. The patient was not adversely affected due to the erroneous result the estradiol reagent lot number was 15727201. The user stated they believed the issue was due to a short sample issue. The field service representative was unable to determine a cause. He ran performance tests and checked all related part functions. The performance test results were within acceptable limits. To verify the analyzer operation, the user ran calibration and qc with acceptable results.